Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler has been fired on an open low anterior resection procedure and was removed from the patient safely. However, when the technician attempted to get the load off at the back table, the load was closed and they accidentally touched the black trigger. The knife blade moved forward on the load even after the load had previously been used. They attempted to pull black wings back to retract the blade but it would not move. They advanced the knife blade all the way down with the black firing trigger and the wings would still not move. A new handle was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife bar fully advanced to the distal end. Additionally, the anvil clamping mechanism was deformed and some of the staple pusher were flush to sub flush with the cartridge surface. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture replication of the flush to sub flush staple pushers, deformed anvil clamping mechanism and bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.